Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During disassembly, long hd broke. Update: "patient was under anesthesia, procedure was completed. No debris/components left inside of the patient. Any components of the device missing or disassembled when the issue occurred? Yes, there was something inside the long hd, free to move, but not going outside. Patient was under anesthesia. Case type: pka".

Event description:
During disassembly, long hd broke update: "patient was under anesthesia, procedure was completed. No debris/components left inside of the patient. Any components of the device missing or disassembled when the issue occurred? Yes, there was something inside the long hd, free to move, but not going outside. Patient was under anesthesia. Case type: pka."

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: during disassembly, long hd broke . Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: not performed as the anspach hd long attachment is an OEM product. Complaint history review: a review of complaints in catsweb and trackwise related to p/n long-hd , lot number h10309125803 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.